Event description:
Intera oncology was notified by a nurse that a patient with an intera 3000 hepatic artery infusion pump is having slow flowing rates with the refill of glycerin. The glycerin product the hospital uses is alk 50% v/v cerona therapeutic. This patient transitioned to glycerin between on (B)(6) 2025. On (B)(6) 2025, the reported rate was 0.41. The patient returned to the clinic on (B)(6) 2026, and the rate was (B)(4). According to the clinic, pump imaging testing has not been done. The patient has not experienced any adverse events. The patient is considering sooner interval refill check versus waiting for scheduled 8-week follow-up. There has been discussion in explanting the pump as the patient has progression of disease and will not use the pump in the future.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As of today, we are aware that the next refill appointment will take place on (B)(6) 2026. Therefore, we are waiting for the results of this upcoming refill and additional information from the clinic. A supplemental report will be submitted upon receiving updated information.